Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 26, 2015 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unsure when the alleged product issue began. The patient reported obtaining a blood glucose reading of 88mg/dl on the subject meter and 60mg/dl on an unknown meter, obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages their diabetes with an unknown combination of medication. The patient reported consuming more food/drink in response to the reported inaccurate readings. The patient reported developing symptoms of "dizziness, weakness, shakiness, blurry vision and other vision issues" an unknown time after the alleged issue began. The patient reported contacting emergency medical services (ems). The patient reported that the ems took their blood glucose and other "vitals" but did not receive any medical treatment. The cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged issue began.